Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reported they got up this morning and had a lot of leg pain and back pain. Pt was not sure whether they were getting overstimulation or whether they were using the device wrong. Pt said their knees were hurting and back were hurting. Pt reported they had been having problems in the last few days. Pt then said they had overstimulation about a week ago. Pt then said it was a couple of weeks ago. Pt talked to the rep who told the pt it was overstimulation. Pt knew they were getting overstimulation because pt was feeling vibration when walking or something. Pt then decreased stim. Pt said yesterday and today they had been hurting: the lower part of the back and also their legs. On the call pt used their programmer. Pt was in group a. Suggested to try group b. Pt went to b and stated they were feeling some stimulation on the left side. Pt said the legs were bad but stimulation was going more like in the calf but pt needed stimulation in the knee because the knee was what gives them trouble. Pt said stimulation seemed on the left side, a little bit of stim there. Intensity was not bad, pt could feel the buzzing. Pt asked if they needed to go up or down. Pt then increased a little bit. Pt said they did not feel that it was helping that much. Reviewed pt can try all 3 groups to see which one works the best. Reviewed to schedule an apt with the rep for reprogramming. Pt said they are supposed to meet with the rep on march 10th but pt does not want to wait that long. Pt already called the rep and left a vm and will wait for a call back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they had met with their rep on friday and they turned off groups b and c because pt started having pain in their back so pt was left with only a. Pt said now they were having pain in their back and their legs. Pt said they tried calling their rep but was rerouted to ps. Pss sent email to reps for further assistance (pt also going to try and call rep again to leave a vm).

Event description:
Additional information received. Patient reported change to device with programming led to overstimulation. Patient reported rep reprogrammed them and waiting to see if it resolves issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.